Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes avail. Complaint no.

Event description:
The facility representative reported "the pump was not delivering and there was no occlusion alarm" during an attempt in infuse a pt. Although baxter attempted to obtain info, details were not avail regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was avail.